Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced low blood glucose value of 48 mg/dl. The customer also reported sensor anomaly. The customer did not provide information about low blood glucose event. The customer treated low blood glucose value by taking carbohydrates. The insulin pump will not be returned for analysis.